Manufacturer narrative:
Continuation of d10:  product ID d-evolutfx-34 (unknown serial/lot); product type: 0195-heart valves; implant date non-implantable; explant date na select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an attempted implant of a transcatheter aortic valve, inside a patient with a bicuspid aortic valve (sievert type 1, l-r-raphe) with an annulus of 27.3 millimeter's (mm) and left ventricular outflow tract calcification, pre-implant dilation was performed using a non-medtronic 25 mm balloon over a non-medtronic guidewire. Upon fluoroscopy check, crown overlap to the fourth node was identified. During implantation, infolding of the transcatheter aortic valve was observed. Additional pre-implant dilation was performed using a 26 mm non-medtronic balloon, and a new transcatheter aortic valve was loaded and successfully implanted as a replacement valve. No patient complications have been reported as a result of this event.